Event description:
The customer complained of a discrepant inr result between coaguchek xs meter up0602786 and a lab using an unknown reagent. At 1:12 pm, the result was 7.7 inr. At 5:00 pm, the customer had a lab test and the result was 3.8 inr. There was no allegation of an adverse event. The patient was not treated based on the meter result. The patient's therapeutic range is 2.5-3.5 inr. Patient is not anemic and does not have any antiphospholipid antibodies. Patient is not on any other anticoagulants. Patient had no new medications, new illness or diet changes. Patient did not have any bleeding or bruising. The patient's current condition is "fine". Retention test strips ((B)(4)) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field.